Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 3-5 minutes. Centrifugation speed was not provided. Service was on site on (B)(4) 2011, and the field service engineer (fse) replaced the substrate probes and aspirate probes. The fse cleaned the wash wheel and incubator track, and verified alignments. The fse performed a system check and a high sensitivity system check. Both testing met the specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.